Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called in for help on 8015 ls unit serial # (B)(4). Failure device type: failure problem type: failure mode: case resolution: tech called in with error issue on 8015 ls unit, before call in he had a watchdog error so he replace the logic board & power supply board after put unit back together now he gets when power unit on error code 100.5010 which has to do with the logic board but first he can try to reflash the unit the boot block software version is not compatible with the software flashed into the unit. But is unable to will be sending unit in for services repair.